Event description:
It was reported that the patient (pt) couldn't get the implanted neurostimulator to charge up. Pt said that the ins would charge up to 30% or 40%, however then the charging would go away. Patient service specialist had the patient reset the controller. Patient confirmed that there was no visible damage to the equipment. Patient then unlocked the controller and stated that battery low recharge your implanted device soon appeared. The controller battery was at 70% and the ins battery was in the red. Agent had the pt initiate an ins recharging session; pt saw recharging excellent indicated with the controller light flashing green. The ins remained recharging excellent throughout the remainder of the call. Pt said that they tried recharging the ins several times, however the ins wouldn't charge up. Pt said that it would take all morning to recharge the ins up to 50% and then the ins battery would go down quick when they started using the ins. Agent reviewed with the pt that the ins battery depletion was based on therapy settings/usage. Pt denied any changes in therapy settings or having reprogramming done. The equipment was working/ins was recharging as intended during the call. Agent advised the pt to monitor the equipment/ins recharging and call ps back if the issue persisted. When asked for the event date, pt said that it had been a couple weeks; pt confirmed that the issue first started in march. Pt noted that they hadn't seen hcp in a long time. Pt called back and repeated previously documented information. Pt said they would hook up equipment to charge and might only get 30% charge after 3 hours even though the controller shows they have excellent charge quality. Pt said this was the 3rd time they were calling about the issue. Pt again mentioned ins charge depletes quickly; agent reviewed that would need to be addressed through programming changes with hcp/rep if desired. Agent sent follow-up email to repair for recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s, (serial: (B)(6), product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that to resolve the issue patient called patient services (pss) and did as they were told. Pt also reported their weight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the patient. It was reported, that the patient tried several times to recharge and received the same results. The ins battery was not holding a charge. The issue was not resolved. The patient noted, they were 185 pounds in the first letter. But in the second letter, the patient reported, they were 189 pounds.